Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso due to sui and pelvic relaxation. It was reported that patient underwent partial excision of mesh on (B)(6) 2011 and in (B)(6) 2012 due to exposure, vaginal pain and protrusion of mesh into vaginal wall.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2013 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2013 and mesh were implanted along with concurrent lavh/bso due to sui and pelvic relaxation. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary (B)(6) 2012 due to exposure, vaginal pain and protrusion of mesh into vaginal wall. (B)(4).

Manufacturer narrative:
It was reported that patient underwent urethrolysis and placement of gynemesh on (B)(6) 2012 due to sling failure. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.